Event description:
It was reported that during a cardiac arrest on (B)(6) there was a problem with the io device. It has been placed in the patient, but the needle was jammed, and we were unable to remove the needle from the catheter. This resulted in opening two additional needles; one was used to assess how the two elements connect but was judged to be too long to use on the patient's leg. Another needle was opened and placed on the patient, and it did work and we were able to overcome the problem, but it certainly created anxiety on scene and resulted in a less efficient run than is desirable. It was reported this occurred with 3 devices. This report addresses all 3 devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial MDR provided serial number (B)(6). Upon further investigation it was found that the serial number is incorrect for the reported material number. This supplemental is to correct the serial number to unknown.